Event description:
Consumer called our customer care answering service and reported that his max by flossolution was associated with a reported electrical fire on his bathroom countertop. No bodily harm. Limited damage.